Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2009. In 2014 the patient had a coiling procedure completed for a type 2 endoleak. On (B)(6) 2016 the patient came in for a follow up and computed tomography (CT) showed a potential type 2 endoleak with aneurysm sac growth. The physician has not scheduled a secondary intervention. The patient is in stable condition.